Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis the field experience of an extended charge time was confirmed in the laboratory. It is believed that the failure was due to a short in the high voltage capacitor.